Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure (batch no. 948834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mitral valve prolapse. Concurrent conditions included irritable bowel syndrome and adenomyosis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) , the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). The patient was treated with surgery (to remove the essure/supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, depression, nausea, allergy to metals and fatigue outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and back pain had resolved. The reporter considered allergy to metals, back pain, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2013: result: showed fragments of late proliferative endometrium with stromal collapse, essentially negative endometrial biopsy. Human chorionic gonadotropin - on (B)(6) 2012: result: negative. Hysterosalpingogram - in (B)(6) 2012: result: showed occluded tubes.; on (B)(6) 2012: result: total bilateral occlusion. Pathology test - on 15-jan-2014: result: final diagnosis: right tube: fallopian tube, serially cross-sectioned, no diagnostic abnormality. Left tube: fallopian tube, serially cross-sectioned, no diagnostic abnormality. Uterus: leiomyomata, intramural and subserosal. Note: neither nuclear pleomorphism, increased mitotic rate nor necrosis is present. Adenomyosis of uterus, superficial. Normal endometrium, late secretory phase. Clinical information: metrorrhagia, pelvic pain. Specimen: right tube; left tube; uterus. Gross examination: labeled right tube with essure: specimen consists of a grossly recognizable fallopian tube with serosal surface congested, bluish in coloration. Specimen shows a metallic coil man-made device consistent with a essure micro insert. Labeled left tube: specimen consists of a grossly recognizable fallopian tube with a paratubal cyst identified closer to the fimbriated portion. The cyst contains a light tan fluid. Labeled uterus: specimen consists of multiple fragments of morcellated tan-pink tissue. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: depression. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received with her demographic details were updated. Other hcp added. Aka name added. Product indication added. Suspect drug implant date updated from (B)(6) 2012 to (B)(6) 2012. Following events were added: abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, nausea, nickel allergy, dysmenorrhea (cramping), fatigue and lower back pain. Event outcome added for pain, lower back pain, abnormal bleeding (vaginal), menorrhagia and dysmenorrhea (cramping). Medical history added. Event onset date were added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure (batch no. 948834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mitral valve prolapse. Concurrent conditions included irritable bowel syndrome and adenomyosis. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). The patient was treated with surgery (to remove the essure/supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, depression, nausea, allergy to metals and fatigue outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and back pain had resolved. The reporter considered allergy to metals, back pain, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2013: result: showed fragments of late proliferative endometrium with stromal collapse, essentially negative endometrial biopsy.. Human chorionic gonadotropin - on (B)(6) 2012: result: negative. Hysterosalpingogram - in (B)(6) 2012: result: showed occluded tubes.; on (B)(6) 2012: result: total bilateral occlusion. Pathology test - on (B)(6) 2014: result: final diagnosis: a. Right tube: - fallopian tube, serially cross-sectioned, no diagnostic abnormality. B. Left tube: - fallopian tube, serially cross-sectioned, no diagnostic abnormality. C. Uterus: - leiomyomata, intramural and subserosal. Note: neither nuclear pleomorphism, increased mitotic rate nor necrosis is present. Adenomyosis of uterus, superficial. - normal endometrium, late secretory phase. Clinical information: metrorrhagia, pelvic pain. Specimen: a) right tube b) left tube c) uterus gross examination: a. Labeled right tube with essure: specimen consists of a grossly recognizable fallopian tube with serosal surface congested, bluish in coloration. Specimen shows a metallic coil man-made device consistent with a essure micro insert. B. Labeled left tube: specimen consists of a grossly recognizable fallopian tube with a paratubal cyst identified closer to the fimbriated portion. The cyst contains a light tan fluid. C. Labeled uterus: specimen consists of multiple fragments of morcellated tan-pink tissue.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.